Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed within specifications. While checking bolus history, the customer complains of two boluses not showing. The customer stated they remembers seeing the numbers increment on the sreen and they know they received insulin as their bgs dropped down.